Event description:
It was reported that the hcp noticed at a catheter dye study, there was resistance, but did not know where it came from. The hcp went into the pocket and tried again at the catheter access port, but still met with resistance. The hcp did a revision to replace the sutureless connector, but when the hcp went to pull it off the pump, she couldn't get it off right away because the metal was coming apart from the connector. The rubber portion of the connector had separated from the metal part. This did not appear to be the cause of the resistance issue. No symptoms were reported. The pt was doing well.